Event description:
Urinary sphincter implanted and filled with cysto conray per MFR directions. Implant would not function. Implant removed and replaced with second implant that was filled with normal saline.